Manufacturer narrative:
Part number# 313-80 is not distributed in the u.s.; however is a device of essentially identical design distributed in the u.s. Applicable 510k# for us distributed part is k965132. The sample associated to this report is currently in transit to mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer stated that the cuff leaks while using on the pt. Extubation and reintubation of a replacement tube was required. The tube was replaced without incident.